Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of cutting wire broken. Block h11: the returned rx needle knife xl was analyzed, and a visual evaluation noted that the cutting wire was broken and kinked at the handle. Additionally, the hypo tube section was kinked. Functional test shows the needle was not able to extend because of the broken wire at the handle. No other problems with the device were noted. With the available information, boston scientific concludes the reported event of needle failure to extend was confirmed. The results of the analysis performed on the returned device found that the needle was not able to extend when the device was actuated due to the wire being broken at the handle. In addition, the hypo tube section was kinked. This could have been generated due to operational factors, such as manipulating the device through difficult anatomy, technique used for device manipulation, or by interaction between the device and the scope. A kink in the hypo tube section can cause internal tension forces between the cannula and the wire during handle actuation, leading to damage to the wire. Taking all available information into consideration, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the needle of the rx needle knife xl did not exit the lumen. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: the cutting wire was broken at the handle. Please refer to block h11 for full investigation details.